Event description:
It was reported that the patient was hospitalized (date provided) and was experiencing "diabetic ketoacidosis" while wearing the pod. The patient was discharged on "mdis" after 4 days (date not provided). No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause for the reported event. Locked down smartphone: data not available: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.